Event description:
The rotator detached during normal use. No harm or injury reported.

Manufacturer narrative:
Device evaluation. The device has not been received for evaluation/investigation. The customer reported two different lot numbers with this complaint. Lot. W775101 mfg. 01/25/2010 exp. 12/31/2012. The customer is expected to return two devices. A follow-up report will be submitted when the evaluation is completed. Evaluation: conclusions: a follow up report will be submitted when the evaluation is completed.